Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during insertion, the lens haptic bent. The incision was enlarged, the lens was removed, and the backup lens was implanted. In the physician's opinion, loading error was the most likely cause of the lens damage. The patient is reportedly doing well.

Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.